Event description:
A patient reported they were implanted for fecal incontinence on (B)(6) 2013 after a 2 week trial. The patient stated that since that time they have had difficulties with placement. The patient stated a revision was attempted in 2014 and (B)(6) 2016. It was noted the placement failed on (B)(6) 2016. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.